Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the part of the electrode was left in the body when removing the sensor. The customer's blood glucose level was 114 mg/dl. The sensor will not be returned for the analysis.